Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 9-14 non bsc guide wire was advanced to the lesion. Dilatation was performed using a 1.5 non-bsc balloon catheter. A 2.5mm x 20mm x 144cm coyote es balloon catheter was selected and advanced to perform additional dilatation. The balloon ruptured at 14 atms during the second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).